Event description:
It was reported during insertion, the doctor could not pass the catheter through the sheath smoothly. As a result, the iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.